Event description:
This lead became dislodged and was replaced.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Visual inspection demonstrated that the lead's distal part was found bent and partly pulled out from the ring electrode. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. Despite the damage the fixation helix could be completely retracted and extended. The number of turns was within the specification. The analysis did not reveal any sign of a material or manufacturing problem.